Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that a lead replacement procedure is scheduled for the non-boston scientific right atrial (ra) lead, and the health care professional (hcp) inquired whether this right ventricular (rv) lead should also be replaced related to the recent field safety notice (fsn). Technical services (ts) reviewed the device data and determined that this rv lead has remained stable over the past year, with impedance values between 85 and 115 ohms, and has not reached out-of-range levels. No lead revision was recommended. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that this rv lead exhibited low intrinsic amplitude and a decrease within normal limits of pacing impedance measurements. Ts provided reprogramming recommendations to avoid any sensing issues. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that this rv lead was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure.